Manufacturer narrative:
Results: based on the photos no damage or deformation can be seen on the device which would make it sensitive to syringe unclipping. The flange of the syringe seem to be intact and not broken. Therefore, the syringe most likely became detached as it was not clipped into the device properly, or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. No issues were found within the device history record. UDI #: (B)(4).

Event description:
It was reported the safety mechanism failed to function properly with a x100l bd ultrasafe passive¿ x-series needle guard syringe. There was no report of injury, or medical interventions.